Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. A secondary issue was noted where the meter's battery was low/dead. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7am. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged power issue. As a result of the reported meter issue, the patient claimed she developed symptoms of blurry vision, numbness of her lips, sweating, weakness, and felt disoriented at 3:45pm. Per csr notes, the patient administered self-treatment by consuming food and/or drink between 4-4:15pm. The patient denied testing her blood glucose device. During troubleshooting, the csr noted the subject meter powers on manually with the power button and with a test strip. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.